Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was obtained: the doctors acknowledge that they needed to break the red button to fire the device, due to bad use of the device. The following information was requested, but unavailable: what type of procedure was the device used in? How was the device removed from the patient? Response: we do not have additional information available about this complaint.

Event description:
It was reported that during an unknown procedure, the device didn't allow surgeons to open after firing and when they did, they noticed that the staples were not closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Photographic analysis: picture provides shows the casing portion of the device, with the washer cut and apparently with no staples present. Additional photos show tissue with staples present, some of the staples appear to be not fully formed. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.